Manufacturer narrative:
The returned device was evaluated and a fluid path test was performed and no leakages were observed in the components of the cannula assembly. However, a leakage was observed on the bottom of the reservoir. A tear was found on the reservoir. This leakage caused corrosion to the batteries and pcb which generated an 0x3d alarm, indicating the step sensor was asserted before wire driven. This is an indication of leaking on the internal components, and caused the pod to stop delivering insulin. No timeouts or drive stalls were observed in the data. Therefore the tear in the reservoir can be determined as the cause of the reported event. Cracks were observed on the top and bottom housing of the device. However, this damage did not affect the device¿s ability to deliver insulin. No other damages or defects were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached over 400 mg/dl while wearing the pod between 4 and 24 hours. Patient stated bg level "was probably 600" (mg/dl) as she was feeling nauseous and felt pain. Bg levels remained high despite the delivery of multiple boluses. As treatment, a new pod was applied. The patient's blood glucose and insulin history are as follows: (B)(6).